Event description:
Revision surgery - patient dislocated and the poly was disassociated from the stem.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01422, 509-03-044, s803 - dislocation, s817 - dissociation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.